Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0274 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed in the patient's right basilica vein without any difficulty. It was stated the line flushed and had brisk blood return. The rn was called to bedside 4 hours later because the line reportedly would not flush and did not have blood return. The line was exchanged and the rn noted a kink at the 5cm mark. It was stated that there was no harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter would not flush or aspirate was confirmed and it appeared that the catheter was kinked during use. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter extended 29cm from the distal end of the molded wing. A tacky residue was observed on the extension leg. The 5cm depth mark was partially worn from the tubing. The catheter tubing exhibited a semi-circumferential crease at the 5cm depth mark. The catheter exhibited preferential kinking at the semi-circumferential crease in the s/l tubing of the powerpicc. A functional test revealed that the catheter lumen was patent to infusion. No leaks were detected. The flow was restricted when the catheter was kinked at the crease. Due to the condition of the complaint sample, it appeared that the kinks developed during use. The product IFU cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebw0274 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed in the patient's right basilica vein without any difficulty. It was stated the line flushed and had brisk blood return. The rn was called to bedside 4 hours later because the line reportedly would not flush and did not have blood return. The line was exchanged and the rn noted a kink at the 5cm mark. It was stated that there was no harm to the patient.